Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 60 mg/dl. The customer stated that an overcorrection may have been delivered for a past meal. The customer consumed orange juice, a glucose tab, and a candy bar to stabilize bg levels. A system check was performed with tandem technical support (cts) and no issues were identified with the pump or supplies. Additionally, it was reported that the customer was unable to hear the pump alerts. Multiple attempts were made by cts to complete troubleshooting, however no response was received.